Event description:
It was reported that patient underwent primary hip procedure on (B)(6), 2008. While patient was collecting berries in terrain on (B)(6), 2012, he fell and broke the femoral stem. Revision procedure date has not been received.

Manufacturer narrative:
The returned implant was returned and evaluated finding that the failure of this implant appeared to be as a result of fatigue. There are a number of factors that can effect the performance of the taper: debris in the taper interface, damage, improper seating due to suboptimal impaction and malalignment. These factors and related recommendations are listed in the magnum packaging insert. While the activity levels of the patient were not reported, the notes confirmed that the patient was a large and heavy individual. There were no wear stripes evident on the bearing surface, suggesting that microseparation events or rim wear had not taken place. The presence of oxide products at the taper interface indicate that a fretting/galling process may have taken place. Taper interfaces are designed to provide a stable mechanical fixation. This can be disrupted by the presence of debris from the surgical site, abnormally high stresses or impaction forces that are insufficient. It was concluded that the component failed as a result of fatigue fracture, but the exact cause(s) of the failure cannot be determined without further information.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported.